Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/05/2015 with the following findings: investigation revealed that the battery compartment was cracked. The pump¿s display screen was dim and discolored during testing. The display was cracked around the perimeter. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment. Additionally,the display screen was damaged. The display was dim and discolored. This report is made based on results of investigation completed on 10/05/2015.